Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) and non-guidant lead system displayed noise on both the atrial and ventricular rate/sense channels resulting in pacing inhbition. Impedances of both leads are normal but the atrial thresholds are very high and the physician suspects possible loss of capture even at high outputs.